Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initial was unavailable. A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. The exports/logs were returned for clinical analysis. The analysis determined that the trajectory was not off. No failure was found. B01, c19, d14 are applicable to both the system checkout & the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgical arm was off trajectory when being sent to left l5 during the case. The surgeon selected the second option to send the surgical arm and it was fine. There was no patient harm and the procedure was delayed less than an hour. Additional information received from a manufacturer representative reported the case was able to be completed after sending the surgical arm to the second trajectory option and taking x-rays. The representative suspected the issue was due to a software glitch and re-installed the software.